Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 497mg/dl. The customer stated that she was vomiting prior to her admission. The customer stated that there is no need to troubleshoot at this time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.